Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch inseparable magnet was missing. The field service engineer inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the full-height cubie drawer was encountered a failure. The customer reported that the problem arose while they were retrieving some medication, which they managed obtained from the pharmacy. There were no adverse events or injuries reported based on this incident.